Event description:
It was reported that the right ventricular lead exhibited a high ventricular rate episode and noise. The patient was brought into the clinic and the noise could be reproduced with isometrics. No intervention was performed. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
(B)(4).